Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust and did not suspend insulin therapy. Customer's blood glucose ranged from 45- 312 mg/dl. A pump reset performed to address the issue. No additional patient or event information available.